Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip. Component has a broken or detached piece in a location that could potentially fall into the patient. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack on illumination of the button pack assembly. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The probable root cause of the cracked lens is attributed to damage during use or improper handling. Accidental drops of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing can result in damaged optical components. A cracked window can also result in fluid invasion that may further the damage to optical components. This issue can be resolved by using an alternate endoscope to complete the procedure.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30° endoscope plus has physical damage. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the endoscope shaft was bent. No material was missing or detached from the portion of the device that enters the patient's body and was never used. The procedure was completed robotically using another scope, as the damage was identified before the patient was brought to the operating room. There were no consequences for the patient.